Event description:
This case occurred outside of the USA, in the (B)(6). A female patient was injected on (B)(6) 2021 in the upper cheeks with 1 ml of a teosyal puresense ultra deep product and in the cheeks and nasolabial folds with 1 ml of a teosyal rha 4 product. On (B)(6) 2021, the patient sunbathed. On (B)(6) 2021, she developed mild oedema in the cheek/tear trough areas, which increased in severity over (B)(6) 2021. The injector started treating the patient with steroids and hyaluronidase. The local medical expert contacted recommended the patient continue taking anti-histamines, which the patient was also taking concomitantly to prevent sniffles and hives. As of (B)(6) 2021, the adverse event was partially resolved and continued improving each day. The adverse event worsened one and a half weeks later (on (B)(6) 2021): the adverse event flared up again in the patient's under eyes. Given the severity confirmed by photographs, this case became reportable. The UK subsidiary contacted two local medical experts to provide treatment advice. The local medical expert recommended using dissolving the filler once more with hyaluronidase to make sure it is entirely gone. We learned on (B)(6) 2021 that the adverse event was improving. A second local medical expert was contacted; he suggested that there might be some filler left and recommended using hyaluronidase once again. To better understand the resurgence of the adverse event in early july, a third medical expert was contacted. He suggested that this patient had pre-existing malar pockets, that it was neither an allergic reaction nor hyaluronic acid that would result in such a clinical picture, but it was rather the conjunction of a genetic background for malar pocket, the trauma of the injection and the hydrophilic nature of the hyaluronic acid. He advised to wait 1 to 3 months before re-assessing if needed. The injector treated the patient with a third dose of hyaluronidase (1500 iu) in the cheeks and nasolabial folds on (B)(6) 2021. Afterwards, the patient reported feeling a little lump that felt like a bruise beneath her left eye, which the injector suggested to gently massage to help heal. According to the latest information received from the injector, the adverse reaction was resolving well.

Manufacturer narrative:
According to the symptoms' description and a medical expert's opinion, this case seems linked to an oedema in the malar area. In general, malar oedemas are well-known and documented adverse reactions in hyaluronic acid filler injections. They can have several root causes, such as the combination of a genetic background for malar pockets combined with the injection trauma and the hydrophilic nature of the hyaluronic acid (as mentioned by the medical expert on that case), resulting in pressure on the lymph vessels of the periorbital region. These adverse reactions are usually of very good resolution after hyaluronidase injection and steroid treatment. The risk of such reactions is also mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.